Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 2.5x32mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x32mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion codes updated. Device evaluated by MFR: promus element plus mr ous 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no signs of damage. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The maximum stent profile was measured which is within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found that there were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 2.5 x 32mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 32mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.